Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a chip was observed to the egde of the lens optic. The lens was explanted and exchanged within the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv [rao200e] batch 073219668 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv [rao200e] batch 073219668. There is insufficient evidence and information available to establish the root cause of the lens optic damage in this case.

Event description:
On 29th january 2024, rayner received notification from its distributor in singapore of an event that occurred duirng use of a rayone emv rao200e. The event description provided states that immediately following implantation a chip was observed to the optic edge necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a chip was observed to the egde of the lens optic. The lens was explanted and exchanged within the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Returned product inspection and testing was completed by rayner on 23rd may 2024. The device was returned dehydrated in the blister tray. Preliminary inspection identified that the flaps were closed, the plunger was fully advanced. To facilitate further inspection and testing the injector was dissassembled. The inejctor nozzle showed visible stress markets and the tip of the nozzle was slightly bent, the plunger on retraction and removal from the injector was also found to be bent. No lens was returned with the injector therefore to enable testing to be performed, 1x rayone aspheric rao600c +33.0 d from rayner's stock was loaded and injected as per the IFU. The test injection was unsuccessful with the lens getting stuck in the injector. A toluidine blue dye test was performed which identified an irregularity in the coating inside of the injector nozzle. The test injection did not replicate the event as reported; however, did result in a failed injection. Our review of production records for the rayone emv [rao200e] batch 073219668 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv [rao200e] batch 073219668. There is insufficient evidence and information available to establish the root cause of the lens optic damage in this case.

Event description:
On (B)(6) 2024, rayner received notification from its distributor in singapore of an event that occurred duirng use of a rayone emv rao200e. The event description provided states that immediately following implantation a chip was observed to the optic edge necessitating lens explantation and exchange.